Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic nissen fundoplication. Event description: when the surgeon put grasper in trocar ctf12 the transparent part of the kii trocar seal fallen in the abdominal. Action being performed when the event occured: grasper [brand name product], 5mm with [brand name product]. Additional information received from applied medical representative via email 6nov2025: all pieces retrieved from patient. Component appear to be torn off. No removal or cut of the components in order to inspect the damaged component. During event just grasper and [brand name product] were used. Intervention: use another trocar, [brand name product], patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complaint¿s experience of seal component dislodgment. Based on the description of the event and the condition of the returned unit, it is likely the reported event was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic nissen fundoplication. Event description: when the surgeon put grasper in trocar ctf12 the transparent part of the kii trocar seal fallen in the abdominal. Action being performed when the event occured: grasper [brand name product] 5mm with [brand name product]. Additional information received from applied medical representative via email 6nov2025: all pieces retrieved from patient. Component appear to be torn off. No removal or cut of the components in order to inspect the damaged component. During event just grasper and [brand name product] were used. Intervention: use another trocar [brand name product]. Patient status: ok.